Manufacturer narrative:
(B)(4). During a follow up with the nurse regarding the alarm, it was revealed that the issue was resolved, and that the system error (se) 2267 alarm occurred due to bag falling off the table. The nurse explained that the table was un-leveled causing the bag to trip and fall. Per nurse, there were no loose connections, (unintentional) disconnections or defects on the supplies. Per nurse, hp did not have any injury or harm as a result of this incident. The nurse stated that the hp is doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated. No further information was provided. This complaint for a se 2267 (fluid and air in set) was not confirmed; however, per the complaint information the root cause of the se 2267 is due to air being sucked into the disposable after the supply bag fell and disconnected. The table was un-leveled causing the bag to trip and fall. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a system error 2267 (air and fluid in line) alarm that appeared on the homechoice (hc) display during use. The technical service representative (tsr) explained the alarm to the home patient (hp) and advised to finish with manuals. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.